Event description:
The pta was being performed on the renal artery. The vessel was reported neither tortuous nor calcified. Pta catheter was smooth going in the vessel. After balloon dilatation the catheter was pulled back into a 7 fr sheath. Once inside the sheath there was some resistance and though physician felt that he was no pulling back hard the shaft of the balloon catheter broke in half inside the 7 fr sheath. The sheath and both parts of shaft were removed out of the body in one unit without any pt injury. There was no procedure delay reported. The renal stenting procedure was succesful without any complications.